Event description:
During a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The physician was attempting to direct stent a lesion in the left anterior descending artery with a taxus express2 2.5x16mm drug eluting stent. The physician found that the taxus stent was "detaching from the balloon". The physician decided to exchange this device with another taxus stent to complete the procedure. No pt complications occurred. Pt status is satisfactory.